Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. A system integrity error was discovered. The viewing station of the imaging system computer was replaced to remedy the issue. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The testing found that when startup was attempted that the configuration file was missing from the d drive. After replacing the d drive, the computer functioned as designed. This indicated a software failure due to a missing configuration file. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed an error message stating "an error has occurred that may have damaged system integrity, please restart." The name of the database backup folder was changed to resolve the reported issue.